Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited sense b noise and oversensing. Analysis of the system was performed, and evidence suggests that the electrode experienced fracture. Additionally, the position of the electrode was not optimal, which allows to the electrode to move through the pocket, leading to dislodgement. Troubleshooting options and a potential system revision were discussed. At this time, this system remains in service. No adverse patient effects were reported. Additional information was received detailing that this system was explanted and replaced. This system is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise and oversensing, noted in the field; however, a definitive cause of this sensing behavior has not been determined. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited sense b noise and oversensing. Analysis of the system was performed, and evidence suggests that the electrode experienced fracture. Additionally, the position of the electrode was not optimal, which allows to the electrode to move through the pocket, leading to dislodgement. Troubleshooting options and a potential system revision were discussed. At this time, this system remains in service. No adverse patient effects were reported. Additional information was received detailing that this system was explanted and replaced. This system is expected to be returned for analysis. No further adverse patient effects were reported.